Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the returned fiber identified the glass cap was detached and not returned. The metal cap exhibited severe charred debris adhesion indicative of excessive tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber tip damage, including glass cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.

Event description:
The fiber was returned without allegation description and customer information. The fiber was analyzed and found to have the glass cap detached; therefore, reportability criteria is met based on this finding.

Event description:
The fiber was returned without allegation description and customer information. The fiber was analyzed and found to have the glass cap detached; therefore, reportability criteria is met based on this finding.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection of the returned fiber identified the glass cap was detached and not returned. The metal cap exhibited severe charred debris adhesion indicative of excessive tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber tip damage, including glass cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event.